Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 20 mg/dl at the time of the incident. The customer was at 126 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported that she has been having lows in the 20 to 40 mg/dl range as she has been sick and not eating. The customer has also been going to the hospital every week due to kidney failure and has been having highs as well. The insulin pump will not be returned for analysis.